Event description:
It was reported that when the operating room nurse was opening the box, the outer blister seal was found to be ripped (sales rep not sure if the rip happened while opening the box or not) and the surgeon did not want to use and risk contamination if part also had inner blister seal punctured as well. Surgeon had another of the same part number on hand and used new part to complete surgery. The surgery being done was a primary knee left side.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.